Manufacturer narrative:
Product event summary #(B)(4) - the full lead was returned, analyzed and the helix of the lead was extrinsically bent. It was noted that visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the lead implant and while entering the cephalic vein, it was noticed that the tip was further apart from the main body of the lead. The physician removed the lead from the patient and the helix was bent outside the lead tip. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.